Manufacturer narrative:
(B)(4). Correction: section d4: model and catalog number corrected. Section d4: complete device identification information has been requested but not provided. Section h11: method: the subject rt125 infant ventilator circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject device, additional information, and photographs were not returned to f&p healthcare for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt125 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt125 infant ventilator circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in china reported that an rt125 infant breathing circuit failed the pre-use ventilator leak test prior to patient use. Further inspection identified a cracked connector. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The subject rt125 infant ventilator circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an rt125 infant breathing circuit failed the pre-use ventilator leak test prior to patient use. Further inspection identified a cracked connector. There was no patient harm reported.